Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent embolism occurred. The 90% restenosed lesion being treated was located in the non-calcified, moderately tortuous proximal circumflex (cx) artery. The lesion was not predilated. When attempting to place the 3.00x16mm taxus liberte drug eluting stent, it dislodged into the right leg (right peroneal artery) without symptom. The the x-ray showed the stent was stuck in iliac. The procedure was completed with an endeavor stent. No addition pt complications were reported. Pt status reported as "stable". This product is only ous approved, but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.